Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci hernia repair sometime in 2008. Exact date of surgical procedure is unknown at this time. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: pain, nerve damage, infection, incontinence, damaged liver, numbness in groin, a plate which was put in due to the hernia repair was moving and patient had scar tissue.